Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that the battery reamer/drill device had intermittent function. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch will be filed as appropriate. H10 additional narrative: correction: d10: the date returned to manufacturer was documented as march 18, 2020 on the initial medwatch report. This date has been updated march 23, 2020. Device evaluation: the actual device was returned for evaluation. The battery reamer/drill device was evaluated and the reported condition that the device had intermittent function was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had low power and there was corrosion inside the device. It was further determined that the device failed pretest for check power at the motor with the test bench assessment. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse.